Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had check IV set alarm error, even after replacing pressure sensor was not identified during the customer call. Biomed has decided to send the device in for repair instead of pursuing further troubleshooting. Emailed sent to a service notification team to follow up with you on creating a formal repair case for this device. Let technical support will close the close. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had check IV set alarm error, even after replacing pressure sensor still have the same issue there was no patient involvement.